Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient underwent an uneventful femtosecond procedure and implantation of a zxr00 21.0 diopter intraocular lens (iol). However the result was not as expected as the cylinder was not reduced by the laser lri (limbal relaxing incision). The iol is scheduled to be explanted due to under-correction of astigmatism. The physician stated the problem is not a product failure complaint/issue the problem is under-correction of astigmatism on surgical part. The physician plans to explant and replace the lens with a zxt300 21.0 diopter to correct the issue. The physician plans to use the previous surgical incisions and he plans to free-up the current implant with visco-dissection, cut it in half, and remove the lens from eye. He noted he may need to increase the incision size a millimeter but is hopeful no suture will be needed.

Manufacturer narrative:
Correction: upon further review of the report, the previous supplemental report should have indicated "required intervention" as it was learned that an explant was performed. Outcomes attributed to adverse event: required intervention. (B)(4). Additional info: device available for evaluation ¿ yes, returned to manufacturer on 3/08/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the returned lens, additional analysis is not possible. The customer's reported event could not be confirmed in the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: through follow-up in was learned that the lens exchange was completed on (B)(6) 2016. The lens was replaced with a zxt300 21.0 diopter iol. If explanted, give date: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.